Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A lot number has not been provided therefore a review of the manufacturing records is not possible. Recurrence and adhesions are both inherent risks of the procedure and are listed in the adverse reactions section of the IFU. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following information was reported to davol and is based on a published journal article: per journal article (chronic abdominal pain after ventral hernia due to mesh migration and erosion into the sigmoid colon from a distant site: a case report and review of literature) published in hernia 2015 (19: 849-852.) Review finds that in 2008 a female patient was implanted with ventralex mesh for umbilical hernia repair with the fascia closed over the mesh. No complications in the early post-op period. 6-months post-op the patient experienced colicky lower abdominal pain that in the following two years gradually became more severe. A CT-scan found that the sigmoid colon was adherent to the abdominal wall and a small reducible incisional hernia was palpated. It was thought the patient was having reactive changes to mesh placement. The patient had surgery and it was found that the sigmoid colon was immobile, redundant and completely adherent to the abdominal wall. Mesh was identified as having eroded into the sigmoid colon. Examination of the umbilical site where mesh was placed found no residual mesh at that location. The segment of sigmoid colon attached to the mesh was resected en-bloc with the mesh. An anastomosis was fashioned between the remaining colon.